Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case. A review of the device history record for sn 15799277 was performed from the date of manufacture 12/18/2019 to the present date 12/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device "when being moved it makes key tones". It was reported there was no patient involvement.